Event description:
After device was prepped and upon deployment the operator couldn't get the device to deploy. So, they removed it and used another stent with success. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device discarded at the hospital.